Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 19 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a chronic driveline infection with pseudomonas aeruginosa, serratia marcescens, and (B)(6). It was reported that the infection was recently well controlled and asymptomatic on ciprofloxacin doxycycline. On 10/07/2016, it was reported that the driveline had been tugged on by the patient's grandchild, and increased drainage and pain around the driveline was observed. The patient experienced general malaise. Wound cultures grew pseudomonas aeruginosa. The patient was subsequently discharged. On (B)(6) 2016, the driveline site had considerable dense granulation tissue overgrowth with discharge. CT scan was negative for abscess. The patient was admitted on (B)(6) 2016 through (B)(6) 2016 for incision and drainage of the driveline site and antibiotics management. The antibiotics were changed to meropenem, with planned transition to bactrim. The infection is ongoing. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.